Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak blood glucose (bg) of 255 mg/dl. The user was unable to verify with fingerstick. The user disconnected from the device waiting for it to charge and just had a low of 40 mg/dl which was corrected with a juice box and 2 tootsie rolls. The user was educated on possible outcomes of overcorrecting. Bg was confirmed as trending down, and the user was to reconnect after the device charged. There was no further intervention required.